Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This report is for day 1 of 2. See MDR # 1061932-2011-00497 for day 2 of 2. The lh750 analyzer was configured to flag for suspect nrbc (nucleated red blood cells); however, according to instrument's software design, once the partial clog (pc) flag is triggered, no nrbc message or any differential suspect flag will be displayed. Since the pc2 flag occurred with this pt sample results, the instrument performed as designed and did not produce an nrbc flag. This appears to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer did not generate a flag for nucleated red blood cells (nrbc) on one pt sample although nrbcs were observed on a manual slide preparation. The instrument did generate a review flag and flags for cellular interference, giant platelets and partial clog (pc2), as well as a white blood cell (wbc) count corrected for nrbcs for this sample. There were no erroneous results reported outside the laboratory. There was no reported change to pt treatment associated with this incident.